Manufacturer narrative:
Analysis of the catheter revealed catheter body has significant twisting that may have affected infusion. In an area around 19 cm from the distal tip, there are 2 marks of twisting/abrasion. The markings are spiral in nature and indicate the catheter may have been twisting. Also, in the area 18.2 cm from the distal tip, there is a narrowed area of the catheter. This area is not compressed in nature and is thought to be related to the twisting of the catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8709 lot# unk serial# implanted:(B)(6) 2001 explanted:unk. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pump was not delivering adequate baclofen. A rotor study was performed. "Catheter check ok" was indicated; however, the catheter was noted as having been replaced on (B)(6) 2012 due to a catheter malfunction regarding occlusion. It was noted there was no patient injury. The catheter was returned to the manufacturer.

Manufacturer narrative:
(B)(4)